Manufacturer narrative:
The failure investigation has been completed, and the alleged issue was verified. Additionally, a different issue was identified.

Event description:
A malfunction was reported on the pump, identified by code malf 13, and it could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement. The customer reverted to an alternate method of insulin therapy.